Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date approximately two month prior to the receipt of this report, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified injection (route, medication, dosage, frequency, and duration not reported) for the peritonitis. On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis therapy. Although the treatment with the unspecified injection was reported as "not effective", the patient was recovered from the peritonitis. No additional information is available.